Manufacturer narrative:
Details were not provided on the product used or date of procedure. The reporting date was used for the date of occurrence. The tenex health tx2 procedure pack was reported as the product.

Event description:
A patient called to report a complication following a procedure with a tenex health product. The specific product and procedure were not reported. The patient reported a large painful red mass at the area of treatment.